Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a scheduled pulse generator replacement procedure. Upon interrogation of the device, it was noted that the right ventricular lead and atrial lead exhibited notably high thresholds. The high thresholds were also previously diagnosed during the last in-person testing on (B)(6) 2017. The physician was notified and a venogram was performed. The venogram showed both leads were dislodged from their expected locations. The leads were then extracted and replaced successfully. The patient did not experience any adverse event as a result of this procedure.

Manufacturer narrative:
The complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.